Event description:
It was reported that eight days after a coronary artery drug eluting stenting treatment procedure there was stent thrombosis. The initial procedure involved treatment of the left anterior descending (lad) artery and diagonal (diag) artery. The lesion was predilated with a 2.0x15mm balloon inflated to eight atmospheres for 20 seconds. A stent of unknown type and size was crushed against the wall of the lad and a taxus express2 2.5x20mm was crushed against the wall of the diag. The pt was treated with angiomax and fentanyl and was discharged from the hospital. Seven days later the patient presented at the hospital with chest pain. The next day the pt was found to have total shutdown of the diagonal artery. The physician attempted to treat this area but was unable to feed the guidewire into the stented area. The patient has been reported as ok. In the opinion of the physician the relationship of the taxus stent is unknown.